Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5076317 that guide wire fracture occurred. During unpacking of a 018/180cm platinum plus¿ guide wire, it was noted that floppy tip of the wire had become unwound and appeared to be on the verge of breaking. The wire was removed from service and was not used on the patient. No patient complications were reported.